Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1112205) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (rcfa) via a 6.5f procedural sheath. A pre-procedural femoral angiogram showed presence of calcification at the vicinity of the access site. Following the procedure, the physician, who is in training to the use of the mynx and with the aci sales professional present, chose the device for femoral arterial closure. It was reported that the balloon lost pressure while being pulled back against the tip of the sheath. The device was removed and the physician converted the patient to manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged with no report of clinical sequela. No further information was provided.